Event description:
Conmed corp. Goldvac rocker switch electrosurgical smoke evacuation handpiece would not cut or coagulate. This item was replaced with a "like" device which functioned without problem. Reason for use: incision hernia repair, abdominoplasty, panniculectomy.